Manufacturer narrative:
(B)(4)

Event description:
It was reported that the implant (oss313) fractured in the patient's mouth. The lower portion of the implant remains in the patient's mouth. A new implant will be placed.

Manufacturer narrative:
One osseotite implant was returned for inspection. The device is confirmed to be fractured at the middle of the threaded region. The other half of the fractured device was not returned for inspection. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: biomet 3i dental implant IFU (p-iis086gi) rev f 11/2015. Information identified: potential adverse events: potential adverse events associated with the use of dental implants may include: failure to integrate, loss of integration, dehiscence requiring bone grafting, perforation of the maxillary sinus, inferior border, lingual plate, labial plate, inferior alveolar canal, or gingiva, infection as reported by abscess, fistula, suppuration, inflammation, or radiolucency, persistent pain, numbness, paresthesia, hyperplasia, excessive bone loss requiring intervention, implant breakage or fracture, systemic infection, nerve injury, ingestion, aspiration and/or swallowing. Biomet 3i surgical manual for tapered and parallel walled implants, instsm rev d 02/16 information identified: precautions: the surgical and restorative techniques required to properly utilize these devices are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, and aspiration. The following should be taken into consideration when placing dental implants: bone quality, oral hygiene, and medical conditions such as blood disorders or uncontrolled hormonal conditions. Complaint indicates implant fracture. The alleged event was confirmed following inspection. A root cause for this complaint could not be determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.